Event description:
It was reported that the patient felt "tapping" sensation in the heart. The sensation was present for four days and lasted up to 1.5 hours. A similar pattern occurred three times last year prior to syncopal episodes and hospitalization. Iterative testing revealed normal device and lead function. The patient noted the "tapping" sensation with threshold testing. The patient developed an increased heart rate. The patient alert tone was triggered on the device for elective replacement indicator (eri) and excessive charge time were turned off. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and found to have normal depletion and met 80% of expected longevity.